Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 369 mg/dl. A systems check was performed with tandem technical support (cts) and it was discovered insulin was being removed/added outside the load process. Cts educated customer on cartridge/insulin labeling. Customer successfully changed pump supplies and resumed insulin delivery after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "Do not remove or add insulin from a filled cartridge after loading onto the pump."